Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink secondary medication set disconnected from the drip chamber when the tubing was removed from the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the tubing had pulled out of the drip chamber out-let port. Closer visual inspection of the tubing end showed that there was no visible solvent plow ridge. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.